Event description:
The customer reported having a mini stroke and being hospitalized due to high blood glucose of 516mg/dl. The customer mentioned that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was exposed to a high magnetic field while having an MRI. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the device alarmed motor error during rewind due to corroded motor home switch. Further testing could not be performed due to the motor error alarms.